Event description:
(B)(6) received information that approximately 16 days following implant of this surgical valve the patient was unable to move the left side of body. A computed tomography (CT) scan indicated an acute lunar ischemic stroke. This involved the right middle cerebral artery. Intravenous anti-clotting medication and aspirin were administered. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).